Event description:
The swan-ganz catheter was discovered to have a balloon that was likely ruptured. We were not able to wedge in patient today. The team was notified. Upon removal, the balloon was tested outside of the patient's body and the balloon would not work. There was no injury to the patient nor any harm. This balloon was tested, per protocol, prior to patient insertion the previous day with cardiology fellow and residents.